Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displayed an error code when charging a battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the battery failure was isolated to contaminated battery board. The root cause for the contamination was due to ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.